Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, the battery was found to be depleted. The device was recertified and returned to the customer. Review of the device activity logs showed that device prompted low battery messages and shutdown message warnings to the user. The auxiliary power was never applied to the device by the user. A battery management program was discussed with the customer. Analysis of reports of this type has not identified an increase in trend. Please reference medwatch report number 1220908-2021-02220 for a similar report from the same customer.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.